Event description:
New information received: device is part of the fsca advisory. No further information available.

Event description:
New information received. Premature battery depletion was observed during a routine follow up visit. Patient was stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was observed. Device reached eri. Patient was asymptomatic. Device was explanted and a new device was implanted. No further information available.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.